Event description:
It was reported that the cap broke off of the fiber one-half inch away from the cap at 15,164 joules into the case. The cap was retrieved. The method of cap retrieval was not reported. The case was completed with another fiber. There was no pt injury.